Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip is broken off at the base of the clip groove. The missing piece is roughly .175 long. The grip fracture lines up with the installation depth on the rack that holds the clip. Engineering concluded that the damage is likely due to mishandling/misuse during clip installation. Engineering evaluation also found that the distal end of the main tube has various scratch marks with light material removal. The scratches are .080 - .215 in length and not aligned with the tube axis. Engineering concluded that the damage is likely due to mishandling/misuse. No other damage found. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that prior to starting a da vinci s surgical procedure, while installing a clip onto the small clip applier instrument, the tip of the small clip applier instrument broke off. There were no missing or fallen pieces reported. Late submission of this medwatch report is due to a reporting oversight by the responsible complaint handler.